Event description:
It was reported that during induction at implant, the device was non-committed during the first ventricular fibrillation therapy. It was also reported that the lead is undersensing. A manual therapy was performed, which is committed. The lead is still in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.